Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. When the 4.50 x 16mm synergy megatron mr drug eluting stent was inserted to treat the target lesion, resistance was felt in the guide catheter. The stent was removed in one piece and analyzed. The device appeared fractured mid stent, so a new megatron was used to complete the procedure. There were no patient complications.